Event description:
Healthcare professional later confirmed the event of rupture occurred on the left side device.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: rupture: observed opening striated on posterior side assessed as surgical damage. Additional observations: crease fold observed. Brown particles on the surface of the shell.

Event description:
Healthcare professional reported implant rupture. Device has been explanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported implant rupture. Device has been explanted. This relates to an unknown side.